Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the 2 primary sets separated at the upper fitment. There was no report of patient harm. Although requested there is no other specific event details provided by the customer.

Manufacturer narrative:
The customer¿s report of set separated was confirmed. During visual inspection it was noted that the silicone segment was completely separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper fitment. The separated silicone was manually reassembled and fully reseated by hand. Functional testing was performed and the set flowed freely without any leaks or issues observed. The root cause of the primary set silicone segment separation was determined to be due to operator misalignment of the silicone tube with the pumping chamber flow stop machine.